Manufacturer narrative:
Trackwise # (B)(4). The lot # 25151015 history record review was completed. There were ncmrs, rework, or deviations documented for the reported lot number. Ncmr #17080- distribution center notified maquet that five (5) sterile lots# 0300009797, 0300009801, 0300009802, 0300009799 and 0300009831 were received with no dunnage product reconciliation form and delivery note attached to it. Therefore, all the eight (8) maquet batches# 25151019, 25151015, 25150970, 25151008, 25151016, 25150999, 25150894 and 25151103 associated with the 5 sterile lots were quarantined and put into ncmr.] Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lots 25150703 and 25150457. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). After performing a central anastomosis using hs# in an appropriate procedure, the operation was completed by closing the chest while leaving the removed proxima centauri in the thoracic cavity. After being discharged from the hospital, the proxima centauri remained. At the moment, there is no particular effect on the patient, so they are considering whether to remove it.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). After performing a central anastomosis using hs# in an appropriate procedure, the operation was completed by closing the chest while leaving the removed proxima centauri in the thoracic cavity. After being discharged from the hospital, the proxima centauri remained. At the moment, there is no particular effect on the patient, so they are considering whether to remove it.